Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Evaluation found severed motor mount screws lodged between the gears, which is a known contributor to the reported symptom. The motor and motor mount screws were replaced.